Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. UDI number has not been assigned. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bioraptor 2.3 pk anchor w/ultrabraid suture broke when first knot was tied. Suture was removed and anchor was left in place unsupported. New bone hole was drilled and backup anchor was placed. No patient injury was reported. A short delay estimated to be less than 30 minutes was reported.